Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete patient and event information. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117033.

Event description:
It was reported that the patient experienced ineffective therapy of one lead. It was noted that one lead had coiled around the ipg. As a result, the lead was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.